Event description:
It was reported that "the original gamma3 nail was put in about 1 year ago. It was causing pain. During revision, the nail was found to be broken. Pt was revised.

Manufacturer narrative:
Add'l info has been requested and if rec'd, will be provided on a supplemental report.